Event description:
The customer reported that she was hospitalized with a high blood glucose reading of 383 mg/dl. The customer stated that she also had ketones. Troubleshooting was performed, and the insulin pump was programmed correctly. Found six no delivery alarms in the alarm history. The insulin pump passed the prime and high pressure tests. The customer stated that she has had some bent cannulas. The customer was uncomfortable with the insulin pump, and requested a replacement. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The insulin pump functioned properly. Scratched lcd window and cracked battery threads noted during visual inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.